Manufacturer narrative:
Device was received with a critical pump error (open book image) flashing on the lcd display. Failure isolated to electronic stack. Unable to confirm pump error 40 due to critical pump error (open book image). Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and the displacement test due to critical pump error (open book image).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple pump errors. The customer's blood glucose value was 55 mg/dl. The customer was assisted with troubleshooting. The customer stated that they able to saw critical pump error image on screen. The customer was reported that the pump error occurred before critical pump error. The customer was advised to replace and to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.